Manufacturer narrative:
Additional information: a2, b3, g3, h6, fdp code (delay to treatment/ therapy), imf code( resuscitation) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when pressure was applied during intra-operative use, the videolaryngoscope's display experienced a malfunction involving banding or wavy and a green color across the screen, which resulted in a delay in care. Power cycled was done. Turned the device off and on multiple times until it stopped turning green and going out. The had cardiac arrest and died but not related to the device issue.

Event description:
It was reported that when pressure was applied during intra-operative use, the videolaryngoscope's display experienced a malfunction involving banding or waviness and a green color across the screen, which resulted in patient involvement and a delay in care. A power cycle was performed. The device was turned off and on multiple times until it stopped turning green and going out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.